Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and saw air bubbles in the leur lock. The customer's blood glucose level was not impacted. The customer changed out the supplies to the pump. As the supplies had been changed prior to contacting tandem technical support, a system check could not be performed to determine a possible cause of the occlusion.